Event description:
Patient's home health nurse reported called earlier and spoken with another registered pharmacist and completed pump re-programming for new dose and confirmed that was completed correctly. Nurse is now reporting the infusion should be completed but she is stating there is about 65% of the volume still in the gravity bag. Nurse reviewed and confirmed the pump was programmed correctly per the most recent pump sheet. The nurse requested a replacement pump as she is not sure what is going on with the pump as there were no errors, etc, that were present so nurse unsure if pump is actually infusing at different rates than programmed. Nurse stated she is going to switch over to gravity to complete the remainder of the infusion. No missed dose to report at this time. No adverse effects experienced reported by nurse with the faulty pump. Old pump is able to be returned. No further information, details or dates provided.